Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 520 mg/dl. The customer treated their blood glucose levels with manual injections. The caller stated that there was an open circle on the insulin pump screen. The customer did not troubleshoot and did not send the product back for analysis.